Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when a manufacturer representative (rep) booted up the navigation system, it gave an error message stating 'localizer not connected'. The rep called technical services (ts) for assistance in troubleshooting. Ts had rep check "poe" - no leds, swap "v4 and v3" on uninterrupted / uninterruptable power supply(ups), "poe" led turned red, and reseat the ethernet cable in back of camera, "poe" led turned green. Probable cause was indicated as the camera cart ups. There was no patient involvement in this event.

Manufacturer narrative:
B3: date is valid. D10: section d information references the main component of the system. Other relevant device(s) are: ups 9735788 camera cart s8 svc h3: no parts have been received by the manufacturer for evaluation medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the system was serviced in the field and the uninterruptible power supply (ups) was replaced and the system then performed as intended. Codes b01, c02, c07, and d02 are applicable. H3, h6) product ID: 9735788, lot number: 24070056, returned to the manufacturer for analysis. The ups was tested with a known good battery for a 24 hour period and tested with no issues. The ups was then unplugged from alternating current (ac) power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. No faults were found. Codes b01, c19, and d14 are applicable. H2) additional information in section g. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.